Manufacturer narrative:
Date of event: estimated dates. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record could not be conducted because the part and lot number was not provided. The reported patient effect of stenosis is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary procedures. A conclusive cause for the reported stenosis, and the relationship to the product, if any, cannot be determined. The treatment(s) appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional patient effect of death referenced is filed under a separate medwatch report number. Literature attachment: "zotarolimus-eluting resolute integrity versus everolimus-eluting xience xpedition stents in the management of very long (n30 mm) de novo coronary artery stenosis".

Event description:
It was reported in a research article that xience xpedition stents may be related to death, in-stent restenosis, target lesion failure, hospitalization and repeat revascularization. Specific patient and procedural information is not known. Additional information can be found in the attached article "zotarolimus-eluting resolute integrity versus everolimus-eluting xience xpedition stents in the management of very long (n30 mm) de novo coronary artery stenosis."